Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead was exhibited low r-wave measurements, noise and intermittent capture at maximum device outputs. Lead dislodgement was confirmed and a lead revision was performed to reposition the lead. No additional adverse patient effects were reported.